Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant atrial undersensing was noted on the right atrial (ra) lead. It was suspected the ra lead had dislodged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced pain during the implant procedure and it was confirmed there was no dislodgement of the ra lead.